Event description:
On (B)(6) 2012, clinic notes from a vns treating neurologist were received by the manufacturer. Review of the clinic notes dated (B)(6) 2012 revealed that the patient has a history of obstructive sleep apnea. The clinic notes also mention that the patient has had a few seizures since her last visit but that this is consistent with her baseline control. The seizures were reported to be mild and self-limited. Normal mode diagnostics showed a dcdc code of 4 but when the patient was programmed to a less demanding setting, the physician noted that the dcdc code was then at a 3. The physician further states that the vns is nearing end-of-life. The patient's current settings were output=1.75ma/frequency=10hz/pulse width=500usec/on time=30sec/off time=3min/magnet output=2.0ma/magnet on time=60sec/magnet pulse width=500usec. The relationship of the sleep apnea to vns was not stated in the clinic notes. Attempts were made for additional information but no further information was received from the physician.